Event description:
The customer reported to olympus, the video telescope endoeye hd ii had an image problem. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the fibre bonding in the outer tube area (distal end) was damaged and the video cable was broken and therefore the image was green. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective video cable. Olympus will continue to monitor field performance for this device.